Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device was out of calibration, the comb was damaged, and the footpads were discolored. The device was recalibrated and the comb and footpads were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the item needed repair and stated a patient wasn¿t harmed. Did not occur during surgery. No patient involvement. The defective equipment is sent to our warehouse by hospital engineering department without detailed information. There are no further information coming from hospital or sales agent regarding this complaint. Investigation found the comb was damaged. There was no adverse event reported as a result of this malfunction.